Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had intermittent error code 133.6090, with error log showing multiple occurrences in december 2025. Device passed alaris system maintenance check-in on (B)(6) 2026 and battery reconditioning, but error code recurred on (B)(6) 2026 . There was no patient involvement.